Manufacturer narrative:
Model number/catalog number: sc-1110, serial number: (B)(4), batch/lot number: 175694, model/catalog description: scs ipg2 dual array rechargable ipg.

Event description:
It was reported that the patient was frequently charging the two ipgs and they were both nonfunctional. During the surgery the physician noted a white substance surrounding the battery filling the pocket with a baking soda like consistency and believed the battery might have leaked. There were no signs of infection. The patient underwent an ipg replacement procedure.